Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited noise oversensing, resulting in episodes of high ventricular rate (hvr). Pacing inhibition was also noted. Patient experienced syncope and dizziness. The lead was capped and replaced on (B)(6) 2022. The patient was stable after procedure.